Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that upon removal the sensor wire detached and was left behind in the patient's arm on (B)(6) 2014. The device is not indicated for insertion in arm. Patient's mother reported that the insertion site was slightly inflamed. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.